Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. At an unknown time post procedure, it was noted that the patient's closure device had embolized out of the laa and was near the renal arteries. The patient had a surgery scheduled to have the closure device retrieved and removed. There were no other complications that were reported to have occurred.